Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of obesity, abnormal uterine bleeding, miscarriage (2), live birth (3), multi gravida and cholecystectomy. On (B)(6) 2017,, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy withbilateral salpingectomy and cystoscopy. ). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 40.603 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: procedure: hysterosalpingogram clinical indication: status post essure placement. Complications: none immediate. Findings: metallic gentle piercing incidentally noted caudal to the symphysis pubis. Impression: hysterosalpingogram demonstrating occlusion of the fallopian tubes bilaterally. No contrast extravasation. [Pathology test] on (B)(6) 2017: surgical pathology specimen category: uterus and tubes clinical information: this 32-year-old female presents with heavy bleeding, menometrorrhagia. Robotic assisted total hysterectomy with bilateral salpingectomy specimen submitted: a) uterus and tubes final pathologic diagnosis: uterus with bilateral attached fallopian tubes, robotic-assisted total hysterectomy with bilateral salpingectomy, with: a) clinically menorrhagia b) congested benign fallopian tubes with bilateral cysts of morgagni c) chronic cystic cervicitis with squamous metaplasia without. Dysplasia. D) benign secretory endometrium. E) negative for identifiable malignancy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of obesity, abnormal uterine bleeding, miscarriage (2), live birth (3), multi gravida and cholecystectomy. On (B)(6) 2017,, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy withbilateral salpingectomy and cystoscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 40.603 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: procedure: hysterosalpingogram clinical indication: status post essure placement. Complications: none immediate. Findings: metallic gentle piercing incidentally noted caudal to the symphysis pubis. Impression: hysterosalpingogram demonstrating occlusion of the fallopian tubes bilaterally. No contrast extravasation. [Pathology test] on (B)(6) 2017: surgical pathology specimen category: uterus and tubes clinical information: this 32-year-old female presents with heavy bleeding, menometrorrhagia. Robotic assisted total hysterectomy with bilateral salpingectomy specimen submitted: a) uterus and tubes final pathologic diagnosis: uterus with bilateral attached fallopian tubes, robotic-assisted total hysterectomy with bilateral salpingectomy, with: a) clinically menorrhagia b) congested benign fallopian tubes with bilateral cysts of morgagni c) chronic cystic cervicitis with squamous metaplasia without dysplasia d) benign secretory endometrium e) negative for identifiable malignancy quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.